Manufacturer narrative:
Complaints associated with doppler function or doppler probe related issues are related to damage to the doppler probe itself. Getinge is not the legal manufacturer or design owner of the doppler probe, and therefore has ceased reporting on such events. Getinge is not aware of any serious injury associated with the doppler probe. Datascope will no longer report future events for complaints associated with the doppler function or doppler probe.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is an invalid complaint, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump's (iabp) doppler was unresponsive and could not make any sound after the battery was replaced. There was no patient involvement.